Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient passed away while connected to their liberty select cycler. A patient contact told the pdrn that it looked like the patient attempted to get up to use the restroom. Additional information was obtained through follow-up with the pdrn. The patient was found deceased by the patient contact on (B)(6) 2025. The patient was connected to the cycler at the time. The patient contact called 911. Emergency medical services (ems) arrived, but no resuscitative efforts were performed as the patient was already deceased. The patient was not transported to the hospital. There were no reported issues with the cycler or pd therapy per the patient contact. It is unknown what phase or cycle of treatment the patient was in as the patient was utilizing flowsheets. The contact reported that the flowsheets were in the patient¿s room, and they believe that the emt took them. The coroner¿s office reported that the cause of death was documented on the death certificate as renal failure, congestive heart failure, history of stroke, and hypertension. The pdrn stated it is unknown if the death was related to pd therapy and/or the use of any fresenius device(s) or product(s). The cycler was reportedly picked up at the patient's pd clinic to be returned to the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the patient death and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. Although the pdrn stated it was unknown if the death was related to any fresenius device(s) or product(s) and/or the patient¿s dialysis therapy, the patient contact stated there were no issues with the liberty select cycler prior to the death. Furthermore, the death certificate indicated the cause of death as renal failure, congestive heart failure, history of stroke, and hypertension. Dialysis patients are at extraordinarily high risk for death with cardiac disease being the major cause of death and the single, largest, specific cause of death being attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). Based on the available information and no allegation or evidence of device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The cycler underwent and passed a system air leak test and a valve actuation test. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient passed away while connected to their liberty select cycler. A patient contact told the pdrn that it looked like the patient attempted to get up to use the restroom. Additional information was obtained through follow-up with the pdrn. The patient was found deceased by the patient contact on (B)(6) 2025. The patient was connected to the cycler at the time. The patient contact called 911. Emergency medical services (ems) arrived, but no resuscitative efforts were performed as the patient was already deceased. The patient was not transported to the hospital. There were no reported issues with the cycler or pd therapy per the patient contact. It is unknown what phase or cycle of treatment the patient was in as the patient was utilizing flowsheets. The contact reported that the flowsheets were in the patient¿s room, and they believe that the emt took them. The coroner¿s office reported that the cause of death was documented on the death certificate as renal failure, congestive heart failure, history of stroke, and hypertension. The pdrn stated it is unknown if the death was related to pd therapy and/or the use of any fresenius device(s) or product(s). The cycler was reportedly picked up at the patient's pd clinic to be returned to the manufacturer.